Event description:
It was reported that while performing periodic maintenance the service engineer found an occurrence of proximal pressure sensor autozero failed in the event log. No patient involvement. The service engineer confirmed the data acquisition board needs to be replaced. The data acquisition board was replaced and the issue was resolved.

Manufacturer narrative:
Reporting institution name& address: (B)(6).

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was tested and no failures were identified.